Event description:
An initial report of patient unable to pair either their main or backup pump was received by united therapeutics on (B)(6) 2023 and forwarded to millyard advanced medical products, llc on (B)(6) 2023. The patient reported that they could not get their pumps and remotes to pair. The patient was advised to go to the hospital to continue receiving remodulin therapy, but refused and instead transitioned to another model of pump that they had on hand. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.